Event description:
The complainant reported a 66-year-old male patient presenting for high risk percutaneous cardiac insertion. Upon completion of support and explant of the pump, excessive bleeding was noted at the access site. The utilized preclose sutures were inadequate to treat the bleed and a stent was subsequently placed to achieve hemostasis. The patient was stable following the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed. The impella IFU notes the following statements, in relationship to the reported symptom:  "assess access site for bleeding and hematoma.¿

Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on the clinical details, the root cause of the access site bleeding was determined to be use related and the pre-close sutures failed; there was no allegation against impella. The failure mode will be monitored and trended.